Event description:
It was reported, that the device exhibited a consistent downstream occlusion and cassette error. The product fault occurred, during testing and was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted battery door seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.